Event description:
Follow up revealed that the patient underwent surgical intervention to have their leads and ins replaced. Effective therapy has been restored.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient suffered a previous fall and subsequently their drg system no longer provided adequate pain relief. X-ray images taken confirmed migration of the l4 lead. Surgical intervention is being planned to address the issue.